Event description:
The pioneer plus ivus catheter worked briefly while in the patient. The catheter was removed and replaced with no reported harm to the patient. Site notified vendor rep directly about event and to coordinate return of device. Manufacturer response for vascular catheter, 6fr x 120cm pioneer plus ivus and percutaneous catheter, 0.014in gwire (per site reporter).